Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if the recommended touchscreen was replaced or if device repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 11aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit's touchscreen is not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed confirmed that the touchscreen is not working and requested the part ID. The rse provided part ID for touchscreen. Further information is pending.